Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous, 80% stenosed de novo lesion in the left anterior descending (lad) coronary artery. A 3.0x28mm xience xpedition was implanted and upon removal of the delivery system, a distal end dissection was noted. The physician covered the dissection with a 3.0x12 xience xpedition. There was no adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.